Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they were unable to duplicate failed occlusion test. The proximate cause of the reported issue was due to electrical failure of the u2, 4 led segment on the display board. A review of the device history record for sn (B)(4) was performed from 05/24/2018 to 8/21/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported sensor failure, failed occlusion test.